Event description:
While undergoing lower extremity angiogram with balloon angioplasty, the catheter balloon ruptured in a femoral artery. The retained balloon was retrieved by open exposure of the artery. Later that day she required emergent femoral endarterectomy and patch bypass to treat profound ischemia.